Manufacturer narrative:
On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vaulting and significant reduction of irido-angles. (B)(4)

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found the haptic bent and presence of residue on lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgical intervention, explant and exchange for a shorter length lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -5.5/2.5/88 (sphere,cylinder,axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted and exchanged for a shorter length lens due to observation of excessive vault . This exchange resolved the problem.